Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in (B)(4), rev e, monarch bronch risk management report. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the device labeling. A device history review was performed for this system and found no nonconformances.

Event description:
On (B)(6) 2020, patient experienced a pneumothorax during the post procedure chest fluoroscopy using the monarch system. Patient was required to be hospitalized. Chest tube was placed on (B)(6) 2020. Pneumothorax was resolved and patient was released. Eleven successful biopsies were completed using five non-auris needles, three non-auris brushes, and three auris forceps.